Manufacturer narrative:
(B)(4)

Event description:
Foreign patient's mother contacted dexcom on 06/27/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.